Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 samples from 1 patient tested for elecsys cmv igg (cmv igg) on a cobas e 801 analytical unit when compared to competitor methods. The patient was first tested on (B)(6) 2026 with the following results: the result from the e801 analyzer was 1.27 iu/ml (positive). The result from the abbott method was 68.7 ua/ml (positive). The result from the diasorin method was 88.6 u/ml (positive). The cmv igg avidity result from the vidas method was 43% (moderate). The diasorin parvovirus b19 result was 54.90 u/ml (positive). A new sample was obtained on (B)(6) 2026 with the following results: the result from the e801 analyzer was 0.967 iu/ml (indeterminate). The result from the abbott method was 77.8 ua/ml (positive). The cmv igg avidity result from the vidas method was 45% (moderate). A new sample was obtained on (B)(6) 2026 with the following results: the result from the e801 analyzer was 0.590 iu/ml (indeterminate). The result from the abbott method was 79 ua/ml (positive). The result from the diasorin method was 90.8 u/ml (positive). The cmv igg avidity result from the vidas method was 46% (moderate).